Event description:
It was reported that the anesthesia system stopped working during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation of the reported event has been completed. It was reported that the anesthesia system stopped during surgery. The field service engineer performed an on-site investigation at the hospital. Pc boards such as the expiratory pressure transducer board, valve drivers circuit board, water trap receptacle, nafion tubing for water trap receptacle and apl control assembly were replaced. No parts were returned for investigation. A picture was received showing liquid spill residues on the pc boards having been subjected to moisture. Liquid/corrosion on pcbs can cause short circuit which might affect the system characteristics and performance. It was reported that the liquid had entered the system via the apl valve. We have not been able to determine the true circumstances how this occurred.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation of the reported event has been completed. It was reported that the anesthesia system stopped during surgery. No additional information has been provided. A picture showing liquid residues on several pc boards including the expiratory pressure transducer board was received. We have not been able to determine the source of the liquid and how it entered the unit and we have not been able to determine if or how the liquid affected the function of the pc boards. We have not received information about which parts that needed to be replaced. No device logs have been available to confirm the reported issue.